Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 384 mg/dl and the current blood glucose level was 414 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was given herself a bolus for high blood glucose. Customer had symptoms fatigue and a little confusion due to the drugs she was taking fro her broken back. The insulin pump will not be returned for analysis.